Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to a car accident. The cause of the accident was unk at the time of the report. The customer was wearing the insulin pump at the time of the accident. The insulin pump was lost after the accident. Nothing further was reported.